Event description:
It was reported that when the customer attached a pump to the cassette during the pre-use check, a "no disposable, pump won't run" went off, which did not allow the customer to start administration of the medical fluid. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing found alarms were activated. Complaint is confirmed. Mohawk exposure: the mohawk exposure in sample was measured with a ruler [cal ID; 13.3611 due date; march 2026]. Mohawk is measured from the pressure plate latch profile to the end of the mohawk. Mohawk exposure have size sample; 0.125 inch, approximately. The root cause of the reported issue was found to be mohawk exposure during manufacturing - assembly error. Due to no lot number reported, is not possible to determine if the action was implemented after or before manufacturing date. Work instructions updated from revision 104 to revision 105 to add the mohawk exposure criteria. Completed on 08/sep/2022. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).